Manufacturer narrative:
We have been informed about a new complaint. We searched for another complaint regarding lot number 10299306 refer to (B)(4) and (B)(4). The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the stent does not pass over the guide. There was a failure of placement and another stent was used but the issue occurred again. Another stent was used. The other failure was captured on (B)(4).